Event description:
The reporter indicated that a 13.2mm vticmo13.2 -16.0/1.5/110 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault; angle closure with elevated iop. The replacement lens resolved the problem.

Manufacturer narrative:
(B)(4).